Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis lab (fa) received the suspected avea ventilator. The fa engineer cycled the device in the user mode, which displayed the reported alarms. The error log confirmed the failure errors. The fa engineer cycled the ventilator overnight in order to duplicate the error log errors; however, the errors were no longer duplicated. A physical inspection found no anomalies with the pneumatic module of the device or of the user interface module (uim). The calibration data was reviewed and calibration was performed on the transducers. A drifting inspiratory pressure transducer was identified but repeated calibrations cleared the reported alarm conditions. Power testing of the internal assemblies was within specification. Component level testing using various applications, and scanning electron microscope (sem) on the gas delivery engine (gde) components was performed. At this time, the reported pressure alarms were duplicated and the root cause was due to excessive contamination of the inspiratory pressure transducer assembly.

Manufacturer narrative:
(B)(4). The customer reported the suspect avea ventilator is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect ventilator for evaluation.

Event description:
The customer reported a ventilator inoperative condition while in patient use. The customer reported no patient harm was associated with this event. The customer reported multiple error faults in the error log of the device.